Event description:
The customer observed smoke being emitted from the autoloader home sensor on a dimension exl with lm instrument. There was no report of injury to staff, damage to property or impact to patients.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and determined that the cause of the smoke was due to an electrical short in the instrument's autoloader home sensor. The customer replaced the autoloader home sensor prior to the arrival of the cse. The cse observed a pinched autoloader home sensor wire on the failed sensor. The cse adjusted the autoloader sensor cover and verified system functionality. The instrument is performing within specifications. Further evaluation of the device is not required.